Manufacturer narrative:
UDI field (d4) concomitant product UDI for balloon is (B)(4). UDI field (d4) concomitant product UDI for cuff is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. Recurrent incontinence and mechanical issue are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptoms of urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence and inability to activate the pump. During a revision surgery, the physician suspected that the pump was limiting fluid flow from the pressure regulating balloon (prb) to the cuff. The pump was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for balloon is (B)(4). UDI field (d4) concomitant product UDI for cuff is (B)(4). Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. The pump met visual inspection requirements, and no damage or abnormalities were found. The pump met leakage test requirements. The pump did not pass the poppet pressure test, with an output reading below specification. The pump pressure specification is 14.4 to 22.5 psi. A review of the device instructions for use (IFU) was completed and did not identify any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptom of urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use. The device history record (DHR) review confirmed that the device met all material, assembly, and performance specifications. Based on the information available and analysis results, the device allegation of a mechanical issue was most likely determined to be related to the pump not passing the poppet pressure test with an output reading below specification; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence and inability to activate the pump. During a revision surgery, the physician suspected that the pump was limiting fluid flow from the pressure regulating balloon (prb) to the cuff. The pump was explanted and replaced. No further patient complications were reported.